Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they in intensive care unit due to diabetic ketoacidosis. Customer¿s blood glucose level was unknown. Customer toss and turn at night sensor read a compression low when sugar was actually very high and it auto suspended insulin delivery. The insulin pump alarm didn't wake customer. Customer not in auto mode. The insulin pump will not be returned for analysis.